Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of cerebrovascular accident ("stroke symptoms") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced cerebrovascular accident (seriousness criterion medically significant), amnesia ("memory loss"), vision blurred ("blurred vision") and arthralgia ("joints pains"). At the time of the report, the cerebrovascular accident, amnesia, vision blurred and arthralgia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, cerebrovascular accident and vision blurred with essure. The reporter commented: it is not clear in initial source document if patient experienced the symptoms of a stroke (with stroke diagnosis) or if she experienced adverse events which looks-like a stroke (without stroke diagnosis) further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.